Event description:
A user facility, has reported that they have experienced leaking with a disposable administration set. Details of the event are unknown at this time. There was no report of drug skin-contact with pts or facility personnel.